Event description:
The physician reported that the patient had an infection around the pocket site. Symptoms were drainage and opening of the incision site. Resuturing and dermabond application were done to stop the drainage. The patient also had several washouts, but infection kept coming back. The physician does not know if the infection was device related. The patient reported having symptoms of severe night sweats, fatigue, malaise, abscess, and seizures, which resulted in two foot fractures and facial lacerations. It is unknown if these symptoms were device related. The patient underwent an explant procedure.

Event description:
The physician reported that the patient had an infection around the pocket site. Symptoms were drainage and opening of the incision site. Resuturing and dermabond application were done to stop the drainage. The patient also had several washouts, but infection kept coming back. The physician does not know if the infection was device related. The patient reported having symptoms of severe night sweats, fatigue, malaise, abscess, and seizures, which resulted in two foot fractures and facial lacerations. It is unknown if these symptoms were device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed that patient's symptoms were procedure related. The patient was prescribed antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.